Event description:
It was reported "it was reported that "balloon tip broken while insertion". Additional information states that to continue therapy, a second iab catheter was inserted. The second catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condiiton is reported as "fine". Please see associated MDR# 3010532612-2025-00226.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "it was reported that "balloon tip broken while insertion". Additional information states that to continue therapy, a second iab catheter was inserted. The second catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condiiton is reported as "fine". Please see associated MDR#3010532612-2025-00226.

Manufacturer narrative:
(B)(4). The reported complaint for "balloon tip broken while insertion" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with an original packaging box that matches the reported lot number. The sample was returned in a cardboard box and was loosely packed within the original packaging carton. Upon return, the teflon sheath was noted on the bladder membrane; the sheath extrusion was noted buckled. The one-way valve was tethered to the short driveline tubing. The visible section of the bladder was fully unwrapped. Dried blood was noted on the exterior surfaces of the returned sample. Dried blood was noted within the bladder/helium pathway. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. The one-way valve was connected to the short driveline tubing, and a negative vacuum was pulled on the returned iabc. While maintaining the vacuum, an attempt to move the teflon sheath towards the iabc bifurcate was unsuccessful. Furthermore, the teflon sheath was unable to be removed entirely from the iabc. The leak test of the returned sample was unable to be performed due to the teflon sheath remained stuck on the iabc bladder. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for iab insertion difficulty is confirmed based on visual inspection. Blood was confirmed present within the helium pathway upon receipt of the device indicating a leak on the iab catheter. During the investigation, the teflon sheath remained stuck on the iabc bladder; therefore, the leak site could not be located, and it could not be confidently determined what ini-tially caused the blood to enter the helium pathway. The damaged iabc can allow the bladder to prematurely unwrap prior to the insertion and could cause the catheter to get stuck in the sheath. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the blood in helium pathway. The root cause of the complaint is undetermined. This will be monitored for any developing trends.

Event description:
It was reported "it was reported that "balloon tip broken while insertion". Additional information states that to continue therapy, a second iab catheter was inserted. The second catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condiiton is reported as "fine". Please see associated MDR#3010532612-2025-00226.